Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. As a device evaluation could not be performed, a root cause for the event cannot be determined. The customer's reported complaint of a fractured fiber could not be confirmed as the sample was not returned for evaluation. At the vendor facility, manufacturing and inspections procedures include a 100% inspection of the entire fiber, including the quality of each strip. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. During the packaging step, the fibers are inspected for damage. Without receiving product to evaluate, the root cause cannot be determined, although it is unlikely that the fiber was fractured prior to packaging. The most likely root cause to this event is due to handling after the device left the angiodynamics facility. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The directions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint # (B)(4).

Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. The results of the event investigation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
Received medwatch mw5087564 on july 10 2019. No identifying complainant information was provided. Lot number of device was not provided. Per mw description: the event occurred earlier today. We were using the angiodynamics evlt 400 micron perforator and accessory vein ablation kit. Op note below: essentially, it is designed to fire the laser at the tip only. This device fired at about 6cm central to the tip, burning the patient and melting the remaining peripheral 6 cm segment into the needle. Luckily, we were able to remove the entire laser device before it broke off in the patient. He sustained a small burn at the entry site nonetheless. On (B)(6) 2019: a surgical time out was carried in the usual manner. Site was identified and prepped and draped in the usual sterile surgical manner. Access was obtained using the modified seldinger technique and the evlt fiber was introduced through the needle under ultrasound guidance. Tumescent anesthesia was then injected around the needle and throughout the length of the perforator vein. The laser ablation was performed at 6 watts while avoiding the deep system. This process was performed utilizing a sonographer throughout. Initially it appeared the laser was working normally in that we could see the tissue vein ablated on the us image at the tip of the catheter. At this point, we began to hear a sizzling noise that was unusual. We stopped the laser only to find that I had burned through the skin at a site in the middle of the needle about 6-8cm away from the laser tip. Furthermore, the tip of the fiber was now broken off and welded into the needle. All hardware removed luckily with not fiber in the patient. The patient was not complaining of pain , but there was approximately 1x.2xm area of burned tissue at the exit site. Bacitracin ointment and gauze applied. An ace bandage was wrapped around the length of the vein segment in the traditional manner. Patient tolerated the procedure well, otherwise, and was discharged home ambulating. Total duration , 7 seconds, total joules 42, energy 6.0 watts, lidocaine 10cc, procedure duration 20 minutes. The device was indicated as not available for return for evaluation.